Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2015 with the following findings: the battery cap coin slot was damaged and the cap could not be tightened; a test cap was used to complete investigation. There was evidence of moisture corrosion found in the battery compartment and on the returned battery cap. The pump passed leak testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed moisture in the battery compartment and on the battery cap and damage to the battery cap. This report is made based on results of investigation completed on 10/28/2015.